Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. The lead would be monitored.

Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.